Event description:
It was observed that during the evaluation, the subject device exhibited a foreign object at opening of the a/w-nozzle.. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: foreign object at opening of the a/w-nozzle may be caused for insufficient preliminary cleaning and rinsing of the channels, and insufficient drying due to buttons not being removed when storing the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.